Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received results of "hi" mmol/l and 32 mmol/l on the mobile system. The timeframe between these results was not provided. The customer took 40 units of lantus insulin based on these results. At an unknown time, the customer started feeling "ill" and went to the hospital. At the hospital, the customer received the following results on the mobile system, compared to a professional meter, within 10 minutes: 32 mmol/l (mobile) and 9 mmol/l (hospital meter). The type of treatment given to the customer was unknown. It is unknown on how long the customer was in the hospital. The "hi" mmol/l, which on the system indicates a result in excess of 33.3 mmol/l. Return of the suspect device was requested for evaluation.